Event description:
The patient was revised because of instability. Update 1/8/2013- litigation papers received. In addition to instability, it is alleged that the patient suffers from pain, discomfort, inflammation, and difficulty walking. The correct dor was also provided, (B)(6) 2008. The MDR decision has been reversed and the liner and head have been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 3/20/2013- pfs and medical records received. Part/lot was provided. Revision operative notes indicated a loose femoral component. A stem has been added and reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update 3/20/2013- pfs and medical records received. Part/lot was provided. Revision operative notes indicated a loose femoral component. A stem has been added and reported. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2415825 and 2397252. A search of the complaint database finds additional reported incidents against lot code 2300390 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.